Event description:
Boston scientific received information that prior to implanting this implantable cardioverter defibrillator (ICD) device, an error code was revealed indicating a high battery power usage fault. An internal technical service consultant was contacted. It was recommended the device not be implanted and a return was requested. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this device was in storage mode. Interrogation revealed a warning screen that battery usage high expected warning screen confirming the reported clinical allegation. Further analysis determined a leaky capacitor caused the high battery current and contributed to the reported clinical observation.